Event description:
It was reported that a revision/hardware removal was performed due to asymmetry as a result of a non-functioning distractor. On (B)(6) 2013, the neonatal patient was implanted with a distractor. Post-operatively on (B)(6) 2013, the surgeon noticed a discrepancy on the bilateral distraction. One side had consolidated while the other had not. There was no evidence of the device not functioning or breaking. The surgeon believed the distractor might have been turned the wrong way postoperatively. On an unknown date, the patient¿s parents elected to have the hardware removed at stanford hospital which was not the original implant hospital. The hardware was removed and a third party distractor was implanted. This report is for one unknown distractor. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one unknown distractor. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.